Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot retaction issue and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional neurological procedure. Reportedly, the proglide device could not be removed from the anatomy as a piece of plaque was stuck in the proglide foot and the foot would not close. A surgical cutdown was performed to remove the device from the anatomy. Hemostasis was achieved with surgical suturing. Protamine was given. There was a one hour clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.